Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported the device was plugged in waiting to be used. When they did the checks ops red cross appeared (failed ops check) it as then rebooted and red crossed was cleared. After a while it will then reboot again and the red cross comes up. There was no report of patient involvement.